Manufacturer narrative:
The "patient identifier" was not provided. This was determined to be user error and is not an issue with the device.

Event description:
Alleges user forgot to stop and hit her bed causing injury.